Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose levels and issues with the reservoir. Customer's blood glucose level was 450 mg/dl. Customer advised they experienced high blood glucose levels for a six month period. Customer declined to troubleshoot the insulin pump or their high blood glucose levels. Customer advised they would follow up with their healthcare provider.